Event description:
On 6/27/96 the pt experienced total loss of pacemaker output. This was noted on a routine trans-telephonic monitoring call. The pt was brought in for evaluation and found to have total output failure. This device was under urgent medical device safety alert for this type of failure.